Manufacturer narrative:
It was reported that the device was activated and then "shook" which caused fluid to leak out into her eye. It was reported that this caused a burned cornea. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Hot pack contents in eye.